Event description:
It was stated that the customer was treated by the paramedics for low blood glucose levels of 30 mg/dl. The customer was unconscious when the paramedics arrived. It was stated that the customer changed the infusion set, and primed for the first time on her own, and may have primed incorrectly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.